Manufacturer narrative:
The pump user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer had been reusing the cartridge. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded resolving the issue.